Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 02oct2018. International UDI (B)(4). Philip's international service technician confirmed the reported touchscreen issue. The service technician replaced the touchscreen and all tests passed.

Event description:
The customer reported that the touchscreen needed to be replaced. There was no patient involvement. The event date was not specified; estimate used.